Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person) : phone: (B)(6). E3- occupation : purchasing supervisor g4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide from two thal-quick chest tube sets unraveled during a chest tube insertion procedure. After placing the catheter over the wire guide and into the patient, the wire guide was difficult to remove. As a result, both the wire guide and catheter were removed from the patient. At this time it was noted the wire guide had "frayed". The catheter was then reinserted to completed the procedure. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation it was reported that the wire guide from two thal-quick chest tube sets unraveled during a chest tube insertion procedure. After placing the catheter over the wire guide and into the patient, the wire guide was difficult to remove. As a result, both the wire guide and catheter were removed from the patient and the wire guide was noted to be "frayed". In both cases, the catheter was reinserted to complete the procedure. Reviews of the documentation, including the complaint history, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device and wire guide subassembly lots found no nonconformances that could have contributed to the reported failure. It should be noted that there were no other complaints associated with the final product lot number. An expanded DHR was completed for final lots supplied with the same wire guide subassembly lots, in which no additional complaints were identified. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_thal_rev11] ¿thal-quick chest tube sets and trays,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use -with the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relieve resistance before proceeding. Note: it is important to advance the chest tube assembly into the pleural space in the same line as the wire guide. This will make introduction easier and avoid kinking of the wire guide. Note: the distal end of the chest tube inserter should not be advanced beyond the distal end of the wire guide.¿ based on the information provided, no returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. The customer stated that during insertion of the chest tube, the wire guide got stuck and could not be removed. The whole chest tube had to be removed and it was noticed the wire guide became frayed. It¿s possible that the multiple components being advanced over the wire guide caused the damage, however this cannot be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.